Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend switch not responding. The technician replaced the trend switch to repair the bed.